Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm was not confirmed. The root cause is the patient had cut off the spike and connected the luer bag in a makeshift way. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the check supply line alarms is in progress through (B)(4).

Event description:
During troubleshooting of a check lines and bags alarm which occurred on the homechoice (hc) machine during prime, the home patient (hp) revealed that he cut the tip off of the spike and connected the luer bag in a makeshift way and attempted to prime. The hp was on a trip, and he did not have the luer cassettes. The hp had a mixture of spike cassettes, and some bags were spike and some were luer. The baxter technical service representative (tsr) had the hp end the setup, advised the hp of sending an email to servipak home-patient after-hours response krew (shark) and that they would in turn call the hp back. The tsr sent an email to shark. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the use error, it was revealed that he had resumed therapy the following night. The hp had notified his nurse. The hp is now aware not to modify the products like he did. Per hp, he is doing fine and continuing therapy.